Event description:
It was reported that the pump is alarming no disposable- clamp tubing. Silenced, reviewed settings and powered the pump off. Closed clamp and removed the cassette. Gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off and removed cassette again. Gently tapped cassette again and massaged tubing. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off and advised she call clinic for further instructions. Patient not affected. Resvol- 13.0ml, rate- 2.2ml/hr, given- 87.00ml. No additional information available.